Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. Oversensing of noisy signals leading to pacing inhibition of more than two seconds was identified. Technical services (ts) recommended further in office review and programming enhancements. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.